Event description:
Dexcom was made aware on 07/29/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2024. It was reported that prior to sensor insertion the area was prepped with alcohol. The patient developed redness, blisters, and bumps under the sensor patch and overlay patch. Photos of the skin reaction in the complaint record were reviewed. The photos show a skin reaction in the shape of the sensor and overlay patch footprint that consist of redness and blisters. The photos confirmed the skin reaction. On 07/24/2024, the parent consulted a physician who prescribed oral cephalexin suspension (unspecified dosage). At the the time of report the patient was doing well. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).